Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient experienced an infection approximately one month after implant. The implantable cardioverter defibrillator (ICD) system was extracted. During the extraction of the right ventricular (rv) lead, the lead helix was unable to be extracted after over fifty counter clockwise rotations were made. The full body of the lead was then rotated counter clockwise to dislodge the lead. Upon explant of the lead, it was confirmed the helix was extended. A portion of the lead was cut for pathological analysis of the unknown infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.